Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of misidentification of an organism as corynebacterium diphtheriae in association with vitek® ms instrument. The instrument identified a patient isolate as corynebacterium diphtheriae with 99.9% identification possibility with five separate tests (slides spots) performed by the customer. The customer reported this result to a public health center as required by infectious disease law. The center performed a gene test and confirmed the bacterium was not corynebacterium diphtheriae. The center did not specify what the actual identity of the bacterium was. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: conclusion on the system: system was operational during testing. The previous fine-tuning before the issue was not optimal (several required criteria were outside the target). Conclusion on the identification: regarding the customer data the most probable identification is corynebacterium diphtheria mitis/balfanti. This identification was confirmed by the customer with api coryne test. In some cases, corynebacterium diphtheria mitis/balfanti does not produce a toxin. Vitek® ms is working as intended. However, vitek® ms does not identify to the subspecies level like the api test. The knowledge base ( kb) user manual ref. 161150-556-b for vitek® ms clinical use (B)(4) mentions the following limitation: "interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results."